Event description:
Account stated that several pt samples presented with low potassium results that were normal when repeated. The incorrect results were not used to guide therapy. The field service representative found the pressure was adjusted incorrectly. He repaired the instrument by adjusting the pressure.